Event description:
It was found that the trolley arm covers were broken exposing sharp edges. It was further reported that the broken arm covers did not impact device function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.